Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's irritation has reportedly resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced skin irritation at the implant site. The recipient's magnet strength was reduced and device use discontinued for 2 weeks. The recipient was treated with bactroban cream every 4 hours on the site. On (B)(6) 2017, the recipient was cleared to resume device use. The recipient's site of irritation has healed.